Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's emergency pacing key was inadvertently activated. It was further reported that, following emergency pacing activation, the device software being used displayed a further prompt to program emergency pacing, leading to user confusion as to whether emergency pacing was active or not. It was further reported that there was no simple way to cancel emergency pac ing, once activated. The user was educated on programmer use and the method of programming devices back to desired parameters. The programmer remains in use. No patient complications have been reported as a result of this event.